Event description:
A nurse reported receiving no/low phacoemulsification power during a case. The nurse reported that this was the result of an operator error. The scrub tech that set up for the case was new and hadn't selected the doctor's settings prior to priming and turning the handpiece. Once the procedure began, the surgeon stated he was not receiving enough phaco power. The handpiece and cassette were switched out and the case was completed with no further incidents. The nurse reported after the case was completed, the doctor's settings were corrected. There was no pt harm reported. A 30 minute delay was reported while troubleshooting the system and exchanging the handpiece and cassette.

Manufacturer narrative:
A company service rep examined the system and was unable to replicate the reported problem. The phaco power was tested and was well within specs. The system was tested and met all product specs. (B)(4).